Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for analysis to be performed. If the product is returned for eval or new info is obtained, a follow up report will be submitted.

Event description:
The customer reported an incident regarding a heart pt. When they were weaning the pt down on the vent, the rt stepped out of the room and the doctor remained in the room. The doctor witness a desaturation into the 80s and then the saturation returned to a good reading. The doctor elected not to extubate the pt due to the desaturation.